Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the ambulatory telepack. System was tested to factory's specification.

Event description:
Customer reported an intermittent communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No patient injury was reported.